Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that during the implant procedure the lead helix could not be extended fully. The lead was implanted and exhibited intermittent and under sensing.